Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the night of (B)(6) 2024, the patient noticed some cgm inaccuracies. No specific cgm/bg meter comparison values were reported at this time. On (B)(6) 2024, around 4:00am, the patient was carried to his care by his neighbor¿s and his wife took him to the emergency room. Prior to this, the patient had been vomiting and his cgm was reading 250 mg/dl. No bg meter comparison value was provided at this time. The patient was wearing an insulin pump (brand not specified). At the emergency room, the patient¿s bg level via lab work was 958 mg/dl. The patient was treated with IV insulin and IV magnesium. He was discharged after 4 days. The patient was fatigued, and his memory was ¿bad¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0120 memory loss/impairment. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
On 10/18/2024, around 4:00am, the patient was carried to his care by his neighbor¿s and his wife took him to the emergency room.